Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs were provided for evaluation. The photographs were visually inspected and a tear/damage in the heater bag near the top seal in the bag was observed. The reported condition was verified. The cause of the condition was related to manufacturing. During the manufacturing process, a machine die stamps the plastic sheeting to create a sealed bag. There is a plastic trim on the outer seals of the bag. It was determined that the issue occurred during the trim removal process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least (7)] amia automated pd cycler sets were damaged. There was a slit that was close to the tube and the edge of the heater bag. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.